Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not charge) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to an excessively discharged cell (0.865v). The root cause for the excessive discharge could not be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) female pt called zoll customer support to report that her battery pack would not charge. The pt was issued a replacement battery pack.